Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed. Simulated therapy was performed with no issued noted. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during dwell. The patient was connected at the time of the alarm. The homechoice automated pd set with cassette was wet. The patient ended treatment early and was redirected to the hospital to finish therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.